Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported, with respect to epidural kit for the operating room, that upon injecting the medical liquid, liquid leakage in all directions was observed. The event occurred before opening. There was no patient involvement.